Event description:
It has been reported to co that prior to use on a pt the coil of this device was noted to be separated. However, the physician attempted to use the defective device but was unable to do so. The device was removed and replaced. There is no report of pt injury. The device is being returned for co's analysis.